Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The procedure image included in the complaint underwent independent physician review. The review is documented below. ¿clear description of the case with a single image that supports the tapering of the stent in the proximal one third of the stent. The under expansion can be due to the curve, or an outside lesion that works on the construct and compresses the lumen. A combination of both can exaggerate the tapering. From this image it is not possible to point to a clear cause of the observed failure to fully open.¿ physician name and date reviewed: (B)(6) md, may 21st, 2024. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8512174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, after the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 8512174) was released in the target site, the physician observed that the distal and proximal markers of the stent were fully opened / expanded, but the middle section of the stent was not open nor expanded fully as expected. An image was included in the complaint to show this issue; it caused the inability to provide thorough coverage of the aneurysm neck. The physician used a micro guidewire to massage the stent, but the middle section still could not be fully opened / expanded. It was reported that the physician completed the procedure, which was prolonged by approximately 20 minutes. There was no report of any negative patient impact. A procedure image was included in the complaint. On 16-may-2024, additional information was received. Per the information, the patient is a 60-year-old female. The target vessel of the procedure was the internal carotid artery (ica). The location of the aneurysm being treated was on the ocular segment of the ica. The unruptured aneurysm was approximately 3.5mm wide, bending. There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator on the inner pouch had been checked and found to be within acceptable criteria. The microcatheter used with the stent was a prowler select plus (606s255x / 31238799). An adequate, continuous flush had been maintained through the microcatheter. There was no resistance during the advancement of the stent through the microcatheter. A second stent was not implanted to cover the aneurysm neck. The information indicated that after retrieving the stent, it was released again. After the stet was released, it was observed that the adhesion to the [vessel] wall was still incomplete but it could no longer be adjusted, as a result, the procedure concluded. The information confirmed there was no negative patient impact. The physician did not consider the 20 minutes procedure extension to be clinically significant.